Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reportedly by the vad coordinator that the patient had experienced several red heart alarms an heard a grinding noise. The patient was brought into the ER and was started on heparin. The patient was then placed on pneumatic support using a stroke volume limiter (svl) and drive console. A few days later, the lvad was exchanged. The patient remains stable on lvad support.